Event description:
While the operator was angulating the table in preparation for a procedure, the rear translation chain broke. This caused the table to fall 5 inches to the floor. There was no injury to the operator. There was no patient involed.